Manufacturer narrative:
The complaint of cracks on item (B)(6) cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no non conformities were found that would have led the reported condition on the complaint.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Additional reporter: (B)(6).

Event description:
The event occurred on various dates between november and december 2023 in the intensive care ward. The event involved a 15 cm (6") appx 0.35 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer where it was reported cracks occur in the luerlock coupling during use. It was unknown as to how many problematic devices were noted with the issue. There was no medication involved in the event and no chemo spill cleaned in the event per facility protocol. The patient/ health care provider was treated with painkillers. After using the product, the cracks were detected. There was a patient involvement but no patient harm